Event description:
The following issue being reported involve multiple facilities within the same organization in (B)(6) and (B)(6). Time frame of events being reported (B)(6) 2023 to (B)(6) 2023. After changing to bracco brand CT power injectors our organization has started to have issues with the bracco dual syringe packs. Since starting with this product we have had 20 events involving the syringe bursting while in use. In all the events being reported the dual chamber syringes were loaded in to the bracco brand injectors. After setup was completed and the injection of contrast began staff reported hearing loud pop and finding the syringes broken. Reference reports: mw5145882, mw5145883, mw5145884, mw5145885, mw5145886, mw5145887, mw5145888, mw5145889, mw5145890, mw5145891, mw5145892, mw5145893, mw5145895, mw5145896, mw5145897, mw5145898, mw5145899, mw5145900, mw5145901.